Event description:
Per the audiologist, the electrode array of the pt's device was partially inserted at the initial implant surgery. In 2007, the pt reported intermittencies and poor sound quality when using the device. Results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with two faulty electrodes. Reprogramming the sound processor was recommended. The pt's device was explanted eight months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report was filed on july 24, 2008.